Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), noisy signals were oversensed on the right atrial (ra) channel. Noise was also observed on the shock channel, lead measurements were within normal limits, and no pacing inhibition was detected. Technical services (ts) confirmed that the device is operating as programmed. No adverse effects on the patient were reported. This ICD remains in service.